Event description:
It has been reported to the co that during the procedure, an ostial dissection occurred after seating the percutaneous transluminal coronary angioplasty guide catheter during repositioning. The guide tip caused a dissection which spiraled distal. The pt went to surgery for repair of dissection and is doing fine. The product will not be returned for evaluation.